Event description:
It was reported that indicated battery charge dropped rapidly from 35% and caused unexpected pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer performed pump reset with support, arranged to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, provided storage mode and return instructions, and confirmed understanding of return within 10 days.